Event description:
It was reported the programmer shut off during use at a routine patient check, and it would not reboot. An error message was displayed. A second programmer was obtained to finish the check. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and the software was reloaded. It was also noted that the system fan was noisy and the keyboard was damaged.